Manufacturer narrative:
An event of device explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, an unknown sized sjm heart valve was implanted. On an unknown date, the valve was explanted. No further information is available.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown sized sjm heart valve was implanted. On an unknown date, the valve was explanted. No further information is available.